Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a test step relating to the active exhalation proportional valve. The service technician states that the active exhalation control module valve was replaced to address the issue. Additionally, the blower, stirring fan foam, and 43 microns filter were replaced due to noise. The front enclosure was replaced due to observed scratches. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.